Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that a patient injected with 6 ml of juvéderm® voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine into the ck 1,2,3 (dm&soof), and 4. Fifteen days later, the patient received an additional 5 ml of juvéderm® volux¿ and juvéderm® voluma¿ with lidocaine into the c6, c4, ck4, jw1, jw4 and jw5. Four weeks after the second injection, the patient developed painful swelling and redness in the chin, submental, perioral, and infraorbital areas, along with the appearance of nodules. As the condition progressed, there were palpable hardening in nearly all areas where the product has been applied, which the patient noted grew and subsided in a dynamic manner. Bilateral infraorbital redness was also observed. The patient was treated with antibiotics, cefuroxime 500 mg 2 x daily for 6 days, and clarithromycin 250 mg 2 x daily for 10 days. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-55309), (B)(6) (emdr-55308), and (B)(6) (emdr-55307). This emdr is being submitted for the second suspect product, juvéderm® volux¿.